Event description:
It was reported that damaged sterile packaging was identified during inspection of circulated stock items. No patient involvement. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: foreign, japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.